Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. It was noted that the shock impedance measurements were on the lower end of the range for a single coil lead, and then over a month they have risen from the mid 60 ohms range to the high 120 ohms range. Boston scientific technical services (ts) discussed testing the system and continuing to monitor the impedance measurements. The ICD and lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was recieved indicating that this patient was brought in for additional testing. A1.1 joule commanded shock was delivered to test the system and the plan was to continue monitoring the system. No additional adverse patient effects were reported.